Event description:
It was reported by repair work order that the nurse call cable was cut with exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.